Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on april 18, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed april 21, 2011.

Manufacturer narrative:
Evaluation of the returned component found the bottom of the tray has bone cement on the side with augments, but not on the side without augments. Evaluation found no evidence of product non-conformance. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, the patient began to experience pain and radiographs showed evidence of tibial component loosening. A revision procedure was performed on (B)(6) 2011 and the tibial tray was removed and replaced.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, the patient began to experience pain and radiographs showed evidence of tibial component loosening. A revision procedure was performed on (B)(6) 2011 and the tibial tray was removed and replaced.